Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The system was examined and the reported event was not replicated. However, the customer service representative did note that the system message (sm) codes were listed out of sequence, indicating surgery set-up was non sequential. Training is being provided to the customer to address this issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively as the system was found to meet specifications data will continue to be monitored for evidence of adverse trending and take further action, as appropriate.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported poor aspiration during the phacoemulsification mode of a surgery. There was no system message displayed. The procedure was completed with no patient harm.